Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: fresh out of the box, resistance putting in white load, jaws would not open once inside the patient. A new stapler was opened and used to complete the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) gathered that the customer reported an issue with a stapler instrument not opening with a white reload and the issue was resolved by using a backup instrument. Field service engineer followed up upon customer request and confirmed that the issue is isolated to white reloads, and recommended to return the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system was probably due to a defective instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument and completed the evaluation. Failure analysis could not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. The instrument was also found to have lodged staples in the I-beam assembly. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. There was no visible damage to the instrument. The I-beam assembly was extended, and two staples were found to be lodged inside. The staples were removed. Root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler jaws would not open with a white reload. The procedure was completing as planned with no reported injury.